Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause is a damaged component and or application . No batch/lot number has been provided, therefore a review of the device history has not been possible the complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt utilizing a renasys foam filler kit, air leakage occurred. It was confirmed that there was a damage on the soft port. The treatment was continued with a back-up dressing. There was no patient harm. No delay was reported. The lot number cannot be confirmed.